Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified and tortuous left anterior descending artery. The 3.00x12mm promus element drug eluting stent was advanced but could not cross the lesion. After removal, it was noted that the front end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.